Event description:
It is reported, gravity sets leaking fluid from piggy back primary y port. No patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.